Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the us of peritonitis in a patient coincident with dianeal peritoneal dialysis (pd) therapy. On an unknown date, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. The patient was recovering.

Manufacturer narrative:
(B)(4). (B)(4) obtained the following information on (B)(6) 2012 reported by the administrative assistance at the clinic who obtained information from the patient's medical records. The diagnosis of peritonitis was confirmed. The patient was admitted to the hospital on (B)(6) 2012 and was discharged on (B)(6) 2012. Treatment was rendered (medication unknown). The patient was changed from pd therapy to hemodialysis during hospitalization. The patient was recovering. A batch review was conducted for potentially associated lot number h11h19059 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. This is report 3 of 3 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted.